Event description:
Per the clinic, the patient experienced infection at implant site (specific date not reported). Subsequently the patient was treated with topical antibiotics (specific date and duration not reported). The symptoms resolved, and the implanted device remains.